Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a periodic history failed alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. However, the insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test also the operating currents are within specification. The motor was tested outside of device and passed. No a48 alarms noted. The insulin pump had cracked reservoir tube, minor scratches on the lcd window and stained address serial label.